Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was alarming motor error since (B)(6) 2016. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 400 mg/dl. The customer was given shots to bring his blood glucose level down. He experienced a diabetic ketoacidosis. He was given fluids via IV. The customer was wearing the insulin pump at the time of hospitalization. The customer was unable to complete the insulin pump's rewind due to the alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.